Manufacturer narrative:
A product deficiency was not reported or found. Technical service attempted to provide the safety data sheet to the customer but the customer was unreachable. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, while administering a binaxnow covid-19 self-test to her grandson, she opened the reagent bottle and the reagent came into contact with her nostril and mouth. The consumer reported that she has been "cleaning them but was just concerned if there is any repercussions". Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Technical service attempted to provide the safety data sheet to the customer but the customer was unreachable. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, while administering a binaxnow covid-19 self-test to her grandson, she opened the reagent bottle and the reagent came into contact with her nostril and mouth. The consumer reported that she has been "cleaning them but was just concerned if there is any repercussions". Although requested, no additional patient information, including treatment and outcome, was provided.